Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their blood glucose levels reached 22 mmol/l (296 mg/dl). It was noted that the cannula was not inserted correctly into the infusion site. No information was provided on how hyperglycemia was treated.